Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion code of caused not established was assigned to this investigation. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 593315004. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400025. Serial number: n/a . Batch/lot number: 505687015. Model/catalog description: balloon fgs 71-80 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, and the patient experienced recurrent urinary incontinence. A cystoscopy was performed, during which a hole in the urethra was observed. A surgical procedure was performed to remove the aus, and the replacement procedure was cancelled. Revision surgery has not yet been scheduled, as the urethra requires time to heal. No additional patient complications were reported.